Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 18-aug-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling and the torn probe unit likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device confirmed the customer¿s complaint of ¿ a leak near the instrument channel.¿ in addition, scrape marks were observed the scope¿s biopsy channel. The bending section glue was found cracked. Play was noted on the scope¿s control knob. The scope¿s ID chip showed 455 uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, a leak was noted at the distal near the elevator channel. There was no patient involvement. The scope was returned for evaluation and found the glue on the forceps¿ cover peeling and the scope¿s probe unit flabby (tore) making this a reportable malfunction.